Manufacturer narrative:
The reported event of inappropriate therapy was confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The cause of the inappropriate therapy is lead noise and no device malfunction was noted.

Event description:
Related manufacturer report number: 2017865-2023-15974. It was reported, the patient presented in clinic due to inappropriate shocks from the device. Additionally, upon interrogation, noise resulting in oversensing was noted on the right atrial (ra) lead. A lead fracture was suspected. Technical support was contacted recommended provocative testing. The device was explanted and replaced, and the ra lead was capped and replaced to resolve the event. The patient was stable.